Event description:
It was reported that the patient experienced a hematoma. The system was explanted. It was not replaced because the patient no longer needs an implantable cardioverter defibrillator (ICD) nor pacing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products : 6947, implantable tachy lead, (B)(6) 2009; d224trk, implantable cardioverter defibrillator (ICD), (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.